Event description:
The jetstream g3 sf was advanced to treat a thrombosed lesion located at the tibial peroneal trunk and bifurcation. A few passes were made down the popliteal to the peroneal artery. While retracting the device to take an angiogram, the device became stuck on the guidewire. The device and guidewire were removed from the pt as one unit. An angiogram was performed and revealed a dissection. Four stents were placed to treat the dissection. It is uncertain to the physician if the jetstream g3 sf or a guidewire that was used previously caused the dissection. The pt is okay and has pulses in both feet.

Manufacturer narrative:
There was no indication, based on the physical eval of the returned device and the reported event, that the device failed to perform as intended (causing a malfunction) leading to the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 sf system and is listed as a potential adverse event in the IFU. It is important to note that a spider guidewire was used in this case but is not a compatible accessory. The IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 sf system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 sf system."